Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported disengagement of a perforator during procedure causing dural damage requiring dural reconstruction. The procedure was completed with a replacement product available. The event led to less than 30 minutes surgical delay. It is unknown the drill manufacturer, or if the perforator clicked in place on the drill. It is also unknown if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
The disposable perforator (ID 261221) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator units were inspected using the unaided eye. (Note from the reporter: one is a complaint product and the other is a normal product that has completed the procedure.) The staff at the facility didn't know which was the complaint product, so we sent two products this time. The first unit was lightly soiled, and the second unit was also lightly soiled with a worn "eo: label. The "IFU" testing was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release: the returned units were found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.

Event description:
N/a